Event description:
It was reported that after implanting the pulse generator, the lead exhibited high impedance. It was suspected that the insulation may have been damaged during implant. The pulse generator was programmed to unipolar pacing and sensing and the lead was left implanted.